Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a splenectomy, the stapler was used successfully during the initial procedure. Post op the patient had arterial bleeding from the staple line. During the initial procedure, the surgeon could not get access to the artery that leads to the spleen with the stapler so he distally reached it using a maryland ligasure to dissect out the spleen. Then he used the stapler to complete the procedure. He stapled it proximal to the marlyand dissection. Post-op the patient bled through the staple line but there was also bleeding through the vessel. The patient was given 10 units of blood. Patient was brought back into the procedure and re-opened. The surgeon had to suture the artery to correct the issue. The patient is currently in the ICU and recovering. No buttress material was used.